Manufacturer narrative:
Corrected information: d4 and h4.

Manufacturer narrative:
H3: two administration sets from p/n 21-7394-24 l/n 3773241 and l/n 3793042 were received in used conditions inside a plastic bag without their original packaging. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. Delamination was found at least one join of the filter with the tube in the samples received. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions. For two samples received, only one sample was tested due to the confirmation of reported failure mode; leak was observed fleeing from filter. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was able to be duplicated. The issue was caused because filters wet out and can leak if surfactants (oily) substances flow through them lower surface tension fluid.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical cadd administration set was leaking at the filter area during infusion. No adverse patient effects were reported.